Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, mechanical valve, peripheral artery disease, pulmonary embolism, peripheral thrombosis, arterial hypertension, coronary artery disease, pacemaker, copd, diabetes, renal insufficiency, tricuspid regurgitation. Complications reported included death, heart failure hospitalization, bleeding, major bleeding event, heart failure, septicemia, blood transfusion, percutaneous intervention single leaflet device attachment (slda), difficulty grasping; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: favorable safety profile of noac therapy in patients after tricuspid transcatheter edge-to-edge repair.

Event description:
The article "favorable safety profile of noac therapy in patients after tricuspid transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate efficacy and safety of novel oral anticoagulation (noac) and vitamin-k-antagonists (vka) in patients undergoing transcatheter edge-to-edge repair (t-teer). Devices mentioned include pascal and triclip. The article concluded that noacs may offer a favorable risk¿benefit profile for patients with concomitant indication for anticoagulation therapy following t-teer.. [The primary author and corresponding author was mathias h. Konstandin at university hospital heidelberg, heidelberg, germany with corresponding email mathias.konstandin@med.uni-heidelberg.de. The time frame of the study was september 2020 to november 2022. A total of 69 patients were included in this study, of which 4 received an abbott device. Average age was 80 for noac group and 5 for vka group. Majority gender for both groups was female. Comorbidities included heart failure, atrial fibrillation, mechanical valve, peripheral artery disease, pulmonary embolism, peripheral thrombosis, arterial hypertension, coronary artery disease, pacemaker, copd, diabetes, renal insufficiency, tricuspid regurgitation. Reported complications included: death, heart failure hospitalization, bleeding, major bleeding event, heart failure, septicemia, blood transfusion, percutaneous intervention single leaflet device attachment (slda), difficulty grasping.